Event description:
Device 2 of 4. Reference MFR. Reports: 1627487-2013-17132, 1627487-2013-17134 and 1627487-2013-17135. The pt reported, her scs system was explanted due to the pt experiencing heating and burning at her scs ipg pocket site after charging in addition to experiencing irritating stimulation to the point she could not use stimulation. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.